Event description:
A 30mm amplatzer cribriform occluder (aco) was selected to close the patient's multi-fenestrated defect; however, it did not cover so the aco was retracted and removed. A 24mm amplatzer sizing balloon was used to size the larger defect (it measured 23mm) so a 24mm amplatzer septal occluder (aso) was attempted. The 24mm aso also did not cover the defects so the aso was retracted and removed and a 35mm aco was implanted. The defects were successfully closed. However, a few hours later, the 35mm aco was found to have embolized into the patient's left ventricle. Due to the complexity of the defect, the patient was referred for surgery to explant the 35mm aco and surgically repair the defect. The next day, the patient was reportedly stable.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.

Manufacturer narrative:
Based on a review of medical records received, the following corrections (e.g. Sequence of events) and updates were made: a 24mm amplatzer sizing balloon was used to size the atrial septal defect (23mm) so a 24mm amplatzer septal occluder (aso) was selected; however, positioning was suboptimal despite multiple attempts and it was found that the 24mm aso did not cover the defects so it was retracted and removed. A 30mm amplatzer cribriform occluder (aco) was attempted but it also did not cover the defects and was removed. A 35mm aco was attempted and the defects were successfully closed with adequate capture of the of the septum primum and septum secundum. Color doppler confirmed no residual shunt was present and the 35mm aco was monitored, still attached to the delivery cable, for several minutes to ensure adequate positioning. The aco was released in the patient while still in the cath lab and a repeat echocardiogram was planned. About two hours later, the patient developed ventricular ectopy. A trans-esophageal echocardiogram revealed the 35mm aco had embolized into the patient's left ventricle. Due to the complexity of the defect, the patient was referred for surgery to explant the 35mm aco and surgically repair the defect. During surgery, the aco was found entwined in several chordae of the mitral valves anterior leaf requiring the septum to be divided and the left atriotomy extended into the dome of the left atrium to expose the mitral valve. The aco was manipulated and removed intact without injury to the valve. A 2 x 5cm patch was used to surgically repair the defect. As the procedure was concluding, the patient required cardioversion. The next day, the patient was reportedly stable. The physician felt the embolization was due to the patient's anatomy and was not a device malfunction.